Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that every time they put a new battery in the insulin pump it would alarm a failed battery test and insert new battery. They would keep on clearing the alarm and the device would restart but the alarm would recur. The customer¿s blood glucose was 7.8 mmol/l. Troubleshooting was performed. They inserted a new battery and the device alarmed a failed battery test. The device will be replaced because the customer could not use the device at all. The device will not be returned for analysis.